Event description:
It was reported that the device had a large decrease in expected longevity of the battery between follow-up visits. The patient was asymptomatic. Patient will be monitored closely, and the device will be replaced when it reaches eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted and replaced. Patient was fine.